Event description:
It was reported that the jig sheared off from the nail in the middles of surgery. The proximal screws could not be targeted. Patient was under anesthesia for an extra 1.5 hours and the proximal screws had to be free hand drilled.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned device indicated that the weld holding the body and shaft of the device together has failed. The device has wear and has been in the field for 9 years. It appears the device may have failed due to normal use over time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that insufficient clinically relevant supporting documentation was provided to perform a thorough medical investigation. It was communicated that the custom designed jig sheared off from the nail during surgery; however, the procedure was completed manually, which resulted in a 1.5 hour surgical extension. It was reported no patient harm or impact resulted from the surgical extension. No further medical assessment is warranted at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.